Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, when the device was checked it was found to be at elective replacement indicator while still in the box. The device was not implanted. No patient complications have been reported as a result of this event.